Event description:
The nurse was monitoring the patient with the external avalon fm30 fetal monitor. After a few minutes, the monitor apparently displayed a fetal baseline heart rate half of the actual rate for about 90 seconds and then went back to baseline. After the initial problem, there were a couple more of these episodes lasting less than 20 seconds each.